Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous first diagonal of the left anterior descending (lad) artery. After pre dilatation was performed with a 2.25mm balloon catheter, a 2.25 x 12 synergy¿ drug-eluting stent was advanced but mild resistance was encountered upon inserting into the guide catheter. The device was removed from the patient and checked and it was noted that the proximal part of the stent strut had been lifted up. The procedure was completed with a 2.25 x 16 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was severely damaged along its entire length and had moved proximally on balloon approximately 11mm. The type of damages noted most likely occurred during withdrawal attempts. The distal edge of the bumper tip was damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous first diagonal of the left anterior descending (lad) artery. After pre dilatation was performed with a 2.25mm balloon catheter, a 2.25 x 12 synergy¿ drug-eluting stent was advanced but mild resistance was encountered upon inserting into the guide catheter. The device was removed from the patient and checked and it was noted that the proximal part of the stent strut had been lifted up. The procedure was completed with a 2.25 x 16 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.